Event description:
(B)(4) trial. It was reported that post a coronary stenting treatment procedure, the patient died. The patient presented with chest pain diagnosed as inferolateral stemi and was referred for cardiac catheterization. The 40% stenosed, 4x12mm de novo lesion was located in the mid right coronary artery (rca). The 3.5x16mm promus element mr stent was directly placed. Residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel. No patient complications were reported. In (B)(6) 2012, the patient was hospitalized for ischemic heart disease and died.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that in (B)(6) 2012, the patient presented with pleuritic chest pain, increase in shortness of breath, cough with no sputum which was diagnosed as ischemic heart disease and chronic obstructive pulmonary disease (copd). ECG was suggestive of v2-v3 st-elevation. The patient had pulseless electrical activity and cardiopulmonary resuscitation (CPR) was commenced and started with 5 times adrenaline. Eventually the CPR was stopped. There was no spontaneous respiration, pulse, and response. The primary cause of death is ischemic heart disease.